Manufacturer narrative:
A complete catalog #, expiration date and unique identifier (UDI#): unknown, because the serial number was not provided if explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). Device manufacture date(s): unknown, because the serial number was not provided all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), a strand of fibre was found on the lens and it was removed. No further information was provided.

Manufacturer narrative:
Additional information was received and it was learnt that the event occurred in a location different from what it was originally reported. Therefore updated the following: (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: as the serial number is unknown, the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.